Event description:
Patient had been experiencing volume discrepancies at pump refills over the past few months. Reported that at refill, nurse would find that only 75% of the medication in the pump had actually been delivered since the last refill. Device was explanted and returned to manufacturer for analysis.